Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the other night on saturday night there was snow on some steps the patient was going down and they fell on the right side of their buttocks. The patient noted that the device was on the left side of their buttocks. The patient reported that right after that night after it happened, it seemed to make their device pulsate more. The patient stated they tried to turn it down but it just seemed weird and still seemed to be pulsating more. It was also reported that the patient was feeling uncomfortable stimulation after the fall. The patient was advised to follow up with their healthcare provider. No further complications were reported.